Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "av fistula or pseudoaneurysm - if suspected, the condition may be evaluated with duplex ultrasound. When indicated, ultrasound guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed." "The angio-seal device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone diagnostic angiography procedures or interventional procedures using an 8 french or smaller procedural sheath for the 8f angio-seal device and a 6 french or smaller procedural sheath for the 6f angio-seal device." The complaint could be confirmed pseudoaneurysm since the surgical intervention was performed to treat the patient. Per the provided information, a 9fr sheath was inserted into the right femoral artery and clot aspiration was performed but the physician was using a 8fr angio-seal device to close the artery which is against the indication of the device use. The incorrect sheath size selection may have also contributed to the reported event that was observed. The likely cause of the reported event could be related the user error. At this time, no conclusion can be drawn as to the cause of the angioseal failure, but the failure may be related to the physician's selection to use 8fr angio-seal on an access point that was larger than 8fr. In the absence of the complaint sample and with available information no logical deduction can be made about the root cause of the event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used and post procedure the patient had a pseudoaneurysm. On october 9, the patient had acute cerebral infarction and was brought in the hospital for an urgent treatment, which was IV t-pa. A 9fr sheath was inserted into the right femoral artery and clot aspiration was performed. After the procedure, the angio-seal device was used for hemostasis at the puncture site. The angio-seal device was inserted into the insertion sheath and the device was locked according to the procedure. When the angio-seal device was being withdrawn, the tamper tube did not appear. As slight bleeding was noted at the puncture site, a little more tension was applied. The tamper tube then appeared. The physician attempted to push the collagen sponge with the tamper tube; however, determined that it was difficult to achieve hemostasis. The device was therefore not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The puncture site was fixed with tape after a weight was placed. Then, the patient went back to the patient's room. As t-pa was used, the puncture site was checked every hour. After 24 hours, no bleeding was noted at the puncture site, and then the patient was being followed up. In the morning on october 12, the puncture site was swollen, which was a pseudoaneurysm. A reported unknown surgical treatment was performed and was successfully completed. The physician stated that normally, the tamper tube appears without applying tension that much, however, the tamper tube did not appear this time. The procedure before deploying the device was clot aspiration. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The patient recovered. The patient's hospitalization was extended due to the reported event. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.